Event description:
It was reported that the patient came to the surgeon in (B)(6) 2014 with a patella fracture. He was scheduled for a patellectomy. The surgeon's plan during surgery was to change the tibial poly bearings, bushings and bumper. During surgery it was noted that the medial side of the tibial bearing had broken off and the femoral bushings were cracked. A new gmrs distal femur was implanted along with new tibial poly, bushings, bearing, axle and bumper.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was noted in the report as an unknown femoral bushing. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.